Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported blood leakage occurred with use of a one link extension set. This occurred while trying to disconnect the bd vacutainer from the extension set, the extension set was connected to a bd angiocath. The nurse involved had blood splash on her. There was no report of patient injury or medical intervention associated with this event. No additional information is available.